Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2021. Medical device: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the cdh29p: battery was plugged in, device handle illuminated but did not fire. Tried a second battery and device would not fire. Removed and replaced the stapler and completed the firing without further issue. There were no patient consequences.